Event description:
Patient reported that the adhesive pad did not stay attached to her body with 4 v-go devices. The patient stated that this event took place approximately two weeks ago. The patient clarified that she is cleaning the application site properly and applying it correctly.